Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that the patient was brought to their clinic and continued to have pacing inhibition due to the noise; therefore, the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.